Manufacturer narrative:
(B)(4).

Event description:
The physician believed that the patient may have a cyst in her spine. The physician was electing to program the pump to off mode instead of minimum rate mode because he felt the increase in csf pressure from the minimum rate mode may be causing some sporadic neurological deficits. They planned to remove the devices. At the time of the report, the pump was delivering saline. Additional information has been requested. A follow-up report will be sent if additional information becomes available.